Event description:
Traching patient at bedside and when vent volumes and sats decreased. Removed trach and gathered additional equipment. After procedure, looked at initial equipment and found hole in trach cuff.